Event description:
The customer alleged the infusion set is completely detaching from the skin before she notices the issue of adhesive not sticking to her skin. The customer alleged a product defect caused the infusion set to come off from her skin. This issue has occurred with 5 infusion sets from the same package with the same lot number. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.